Event description:
It was reported that the pump battery was experiencing issues with holding a charge. There was no adverse impact to the customer¿s blood glucose level. The customer, who was out of warranty, declined further follow-up with technical support and was in the process of obtaining a new device.